Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the superior vena cava (svc) coil popped out of the header of the device and the physician blames our design. It was also reported that the impedance has increased and the patient alert was tripped. The svc coil was programmed off. Defibrillation threshold testing (dft) was performed and the patient was successfully converted. No patient complications have been reported as a result of this event.